Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in a failed lead implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician was unable to fully insert a is-1 lead into the header of this pacemaker. Both ports in the header were tested using mineral oil without success. A different lead was used.